Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 the cycler alarmed for a system error. He discontinued using the cycler and switched to manual treatment. While performing his manual treatment, the heater bag on top of the cycler developed a leak. Following this event, he checked the cassette and found that the membrane on the back was ripped. The patient informed his pd nurse. During follow up, the patient reported that his effluent has been clear and he has not had any signs of infection. During another follow up, the patient's pd nurse reported that the patient was able to complete his treatment manually and that he had no complications from the incident. No adverse event reported at this time.